Event description:
It was reported that high pacing lead impedance was observed. Suspected lead malfunction. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the sensing cable distal to the crimp sleeve consistent with fatigue was noted. This is consistent with the observation from the field of high impedance.